Event description:
Event description guidant received information that the patient with this pacemaker experienced syncope. It was noted that the automatic capture feature was programmed on, however, the electrograms and electrocardiograms from the emergency room were not reviewed, and no commanded threshold test was performed..